Manufacturer narrative:
(B)(4): the customer reported that they could not acquire a 12-lead ECG on a patient. There was no report of negative patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they could not acquire a 12-lead ECG on a patient. There was no report of negative patient impact.